Event description:
The customer reported the device failed operations check three times. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the device failed operations check three times. There was no pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.